Event description:
It was reported that during the procedure the operator purged the subject stent and transferred it into the microcatheter. However, the subject stent encountered resistance in the middle part of the microcatheter. It was confirmed under fluoroscopy that the subject stent deployed prematurely inside the microcatheter. There was a surgical delay of unknown length reported due to this event. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was found to be kinked/bent. The stent and introducer sheath were not returned. A functional inspection could not be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the only part of the stent system that was returned was the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the sdw. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'a prior purge of the device is performed, followed by a successful transfer onto a straight microcatheter. The device is advanced, reaching the middle portion of the microcatheter, and resistance is felt. We proceed to perform a fluoroscopic check and observe that the device has detached from its guiding sheath, becoming trapped within the microcatheter. We proceed to remove the microcatheter with the device inside'. The patient¿s anatomy was described as 'moderately tortuous' and we are also informed that, as verified by fluoroscopy, the stent detached from the sdw when the microcatheter was located in the right internal carotid artery in the cervical portion. The stent and the introducer sheath were not returned for analysis. The only part of the stent device returned for analysis was the sdw and this was noted to be kinked/bent towards the distal (bend) and proximal (kinks and bends) section of the wire. The distal length of the returned sdw measured shorter than was expected for a wire on which a 24mm stent is loaded. Instead, the distal length was equivalent to a 21mm stent length. A device history review was performed and no line clearance issues were identified and the correct sdw was confirmed to have been issued to the lot. The customer was also contacted to determine if a 21mm stent had been used in the procedure and they confirmed that this had not been the case. It is not clear why a sdw suitable for a 21mm stent was returned. However, it is possible that a line clearance breakdown might have occurred on the customer side as the priority is treating the customer and not necessarily maintaining line clearance during the preparation of device return to the manufacturer. Unlike the recommended manufacturer¿s catheters internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for the catheter that was used in the procedure and precise placement of the introducer sheath is critical when using a microcatheter (mc). In this instance it appears that there was excellent transfer of the stent from the sheath into the mc and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or vessel tortuosity. The as reported events: 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed event: ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure the operator purged the subject stent and transferred it into the microcatheter. However, the subject stent encountered resistance in the middle part of the microcatheter. It was confirmed under fluoroscopy that the subject stent deployed prematurely inside the microcatheter. There was a surgical delay of unknown length reported due to this event. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.